Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient in response to an inquiry for more details regarding the event: the patient reported the device was functioning as expected after the adjustments were made. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. Patient states she has increased stim from 3.1 to 3.3 v but doesn't feel stim like she did before. Patient states she had an operation done on her nose this morning, and today she has had a return in symptoms. Syncing with the programmer showed stim was on, set to p1 at 3.3 v. Patient increased stim to 3.6v where she confirmed she felt stim strong but comfortable, noting stim now feels like it did before. No further complications were reported or are anticipated.